Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee procedure. Subsequently, approximately two years and two months later, the patient was revised due to femoral stem loosening. The surgeon elected to open up the femoral, and add additional components to tighten up the stem in the femoral. No implants were removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were evaluated and the reported event was not confirmed. X-rays were provided and reviewed by a health care professional. Review found periprosthetic lucencies surrounding the femoral hardware/cement suggesting loosening. Fracture/separation between the hardware in the proximal segment component with slight displacement of the hardware component. Difficult to evaluate if the hardware itself is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d1, d2, d4, g4, g5, g7, h2, h4, and h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.